Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4). Date of report: 03/05/2015.

Event description:
During service the external battery failed. There was no patient involvement.